Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that during a follow-up on (B)(6) 2020, the patient's backup system controller alarmed for a controller fault. The system monitor displayed replace controller alarm. The vad coordinator tried removing and re-inserting the system controller backup battery but the same alarm occurred. The backup controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was not confirmed as no product was returned for evaluation and no log files were submitted for review. Additional information provided stated that the product could not be returned yet due to hospital not allowing external people in because of the current covid-19 pandemic; however, the account indicated that there could possibly be authorization to return the controller by the end of july. This file will be reopened with further analysis if the controller is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿, and the heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 IFU section 2 "system operations" explains how to replace the system controller. Additionally, the heartmate 3 patient handbook and the heartmate 3 IFU both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.